Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap and unexpected restart alarm. The customer's blood glucose reading was unknown. The customer stated that the pump fell off his bed and hit the floor. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement tests. The pump was received with motor error alarms during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery and occlusion tests or verify the unexpected restart alarm due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the reservoir tube window corners, a cracked lcd window and a cracked reservoir tube lip.